Manufacturer narrative:
The investigation for the hemolysis has been completed. Data logs did not show any motor current spikes, suction, positioning issues, or placement signal trends. No other abnormalities were found. Clinical details state that hemolysis was diagnosed with a tinged foly/urine. The patient was on ECMO with the cp pump, which measured deep over 4 cm. The pump was ultimately removed after 7 hours of support due to hemolysis. The root cause of the hemolysis was not determined since no product was returned and insufficient clinical detail was provided.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant had an impella cp placed for a patient admitted in with a st elevated myocardial infarction. The patient support lasted for over seven hours when the pump was explanted due to hemolysis concerns. The pump was replaced by an intra-aortic balloon pump, and then the patient was escalated to an impella 5.5 at the transferred to hospital/tertiary center.